Manufacturer narrative:
Analysis was performed by remote service personnel which included review of information provided by the physician which shows that the map values are different from the calculated values. The results of the analysis indicate the device was working as intended. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was related to a difference in how the values are calculated. Map values are measured values which accommodate for the pulse envelope and heart rate while the calculated values are based on a simple formula. The issue was resolved by providing information to the customer regarding how the values are calculated. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue mp70 indicating that the mean arterial pressure (map) readings are incorrect. The device was in use on a patient at time of event, there was no adverse event reported.